Manufacturer narrative:
Literature article citation: sethi et al. Radiographic and CT evaluation of recombinant human bone morphogenetic protein-2 assisted spinal interbody fusion. American journal of roentgenology. 2011; 197: 128-133. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported in a literature publication that 61 patients underwent lumbar interbody fusion with rhbmp-2/acs. Of the 61 lumbar fusion patients, 23 underwent alif, 36 underwent tlif, and 2 underwent plif. The patients were reviewed 2 and 6 weeks and 3, 6, 12, and 24 months after surgery. 49 patients showed bone resorption post-op. The rate of resorption was variable and the same patient showed resorption at different stages at different fusion levels. Superior images of endplate resorption and osteolysis were noted on CT. The largest transition from resorption to bone formation occurred between 6 and 9 months after surgery in the lumbar spine.